Event description:
On (B)(6) 2023, it was reported by an arthrex employee via sems that an ar-12990 knee scorpion had an issue. The tip was broken. This was discovered at an unspecified time. No case involvement. Additional information has been requested. On 8/28/2023, the arthrex employee provided the following information via email: this occurred during a meniscus repair procedure on (B)(6) 2023. The tip broke off inside the patient, but was completely removed. Another ar-12990 knee scorpion was used to complete the procedure. There was no adverse effect or case delay reported.

Manufacturer narrative:
The complaint was confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. Functional testing was not conducted due to the damage to instrument jaw. Visual evaluation found that the instrument tip was broken off. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.